Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. The patient called back to report for the past week their symptoms have worsened to the point of where they were before even getting the ins since having another dental procedure. The patient said they felt a "very strong vibration" at the implant site on the right side and at the same level as the implant on the left side while a dental tool was being used to split a tooth in half. The patient confirmed they turned stim off prior to the procedure and were able to turn stim on after. The patient said they were able to successfully connect to ins and increase from 0.8 ma up to 1.0 ma, then went back down to 0.8 ma and can feel stim where they normally feel it at the lower left buttock. The patient said they contacted their managing hcp's office and got an appointment for (B)(6) 2025 because that's the soonest a mdt rep could come out. The patient said they did not want to wait that long with their current symptoms and wondered what else they could do. The patient confirmed the managing hcp did not give the patient any limitations on when or how to adjust therapy settings. The agent reviewed the possibilities of inc reasing stim to a comfortable level on the current program and the option to try a different program. The patient did not change the amplitude on call and said they did not feel they should be the one making program changes. The patient requested to speak with the local rep. The agent emailed the field with a request to call the patient back.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction. It was reported that they went to the dentist on (B)(6) and the dentist used a circular saw to split a tooth and when they used that instrument, the patient felt a buzzing sensation at their implant site. Patient said they felt the buzzing in 3 different spots, but they felt it most strongly at the implant site and on their other buttock. Patient confirmed that they have not experienced a change of symptoms and stated that the device appears to be functioning normally. Patient also stated that they checked their therapy to ensure that it was still turned on. Agent reviewed dental environments and possible emi interactions. Patient will continue to monitor. The patient was redirected to their healthcare provider to further address the issue.